Manufacturer narrative:
This document represents our initial and final report. Product will not be returned for evaluation.

Event description:
As reported: "stent partially migrated into ureter prior to eswl since replacement on (B) (6) 2009. Was not noticed. Insertion of another stent."